Event description:
A drug overdose was reported. Patient experienced leg numbness, dizziness and urinary incontinence with programmed boluses. MRI done on 2010-(B)(6) indicated pinching of the nerve at l3-l4. Intervention included decreased medication and pump was programmed to deliver a simple continuous infusion of the drugs namely, morphine, fentanyl and bupivacaine rather than programmed boluses. Patient outcome was noted as resolved without sequel on 2010-(B)(6).

Manufacturer narrative:
Catheter model: 8731, serial#:(B)(4), implanted: unk, explanted: unk.